Manufacturer narrative:
Voluntary medwatch received mw5155012.

Event description:
It was reported via voluntary medwatch that in 2009 low pacing impedance and high thresholds were observed. During manual measurement check sensing increased, low out-of-range pacing impedance, and no capture was seen. Possible lead issue was noted.